Manufacturer narrative:
The received device had the cannula assembly fully deployed. Cannula appears to be cut well below the distal tip, measuring only 0.721 inches in total length. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in the needle not deploying. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The needle mechanism was reset and the device was found to deploy properly.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective (B)(6) 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 180 mg/dl and 200 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, patient found cannula had not fully deployed as intended; this indicates a needle mechanism failure.